Event description:
It was reported that the red line of the automated peritoneal dialysis (apd) set with cassette separated from the heater bag during dwell 1 of peritoneal dialysis (pd) therapy. The home patient (hp) was connected at the time of the reported event. The technical service representative (tsr) advised the hp end the therapy and instructed them to start over with new supplies. During the follow up, the hp stated that they did not notice anything unusual about the supplies and they did not have any issues when they were making the connection in preparation for therapy. The hp did start over with new supplies and their therapy went well. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for analysis. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The device was run on a lab homechoice machine with no issues noted. The reported problem could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.